Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt, initials unk, with osteoarthritis (kellgren and lawrence grade 3). (B)(4). The pt's medical history was significant for previous medical device implantation with synvisc (three courses). It was reported that the age of the pt at the time of first injection of first course was (B)(6). On (B)(6) 2004, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (fourth course), in the left knee. On (B)(6) 2004, the pt developed synovitis in the left knee. On an unspecified date in (B)(6) 2004, the pt was treated with intramuscular betamethasone at a dose of 1.3 cc. On (B)(6) 2004, the pt recovered from the event of synovitis in the left knee. On (B)(6) 2004, the pt received third synvisc injection. On (B)(6) 2004, the pt underwent total knee replacement. The action taken with synvisc treatment was not provided. The outcome for the event of total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in the left knee was mild and for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and with the event of total knee replacement as unrelated. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).